Event description:
It was reported that a trial patient had a lead implanted on (B)(6) 2011. The patient developed an infection on (B)(6) 2011, thus t he physician did not implant the neurostimulator. A culture was obtained from the device pocket and revealed (B)(6). The patient experienced redness, swelling, drainage, and incisional wound opening. The device was explanted and the patient took oral antibiotics. The event was ongoing. Perioperative antibiotics had been administered; however, the patient did not take antibiotics post op after the initial surgery.

Manufacturer narrative:
Lead model 3093-33 lot# v764771 implanted: (B)(6) 2011 explanted: unk.